Event description:
The customer reported getting a no shock delivered message. No adverse pt impact was reported.

Manufacturer narrative:
The customer stated that the issue had been the result of the pt impedance being too high, and no malfunction of the device.